Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, an echocardiogram revealed moderate paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed. However, during the bav, it was reported that the temporary pacemaker was turned off too early resulting in the heart giving two beats and the valve dislodging out of the proper location in the annulus. A snare was used to pull the valve into the ascending aorta and to hold the valve in place while a second transcatheter bioprosthetic valve was implanted. Minimal paravalvular leak (pvl) was noted. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.